Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the technician was flushing the delivery catheter in the transcatheter pacing system, the physician noticed a small hole in the plastic of the catheter. A different system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system with device was returned and analyzed. The fluid delivery system leaks. The delivery system shaft was mechanically kinked/buckled. The analyst noted visual inspection shows that there is a hole on the shaft 4 cm from the distal end of the delivery system. The there is a kink/buckle at 12 and 15 cm from the end distal end of the delivery system shaft. If information is provided in the future, a supplemental report will be issued.